Event description:
It was reported that, a year ago the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an atrial fibrillation (af) episode due to noisy signals oversensing. Furthermore, the patient with this electrode indicated that the device delivered a shock when the patient passed between two antennas. The field representative discussed that is suspected myopotential oversensing, rather than electromagnetic interference (emi) from the antennas. This electrode remains in service. No adverse patient effects were reported.